Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16346 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion sets fell off event on (B)(6) 2024 and occured within the last 2 months. The events occurred within 1 to 2 days of insertion. The blood glucose level was 100-200 mg/dl at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.